Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, black particles inside biopsy and suction channels, distal end insulation test failed due to chipped distal end cover, chipped light guide lens, switch 1 cover cut, light guide tube wrinkles, suction cylinder dirty, angulation lower than standard, and adhesive on bending section cover or distal sheath worn out. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus, that during reprocessing of the evis exera iii colonovideoscope, the cleaning brush came out of the suction channel with black/grey color foreign material adhered to it. It was reported that microorganisms testing was performed and there was no micro-organisms present. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: precleaning was not performed immediately after the use. Appropriate reprocessing and flushing of appropriate water volume were not performed in precleaning/manual cleaning. Therefore, removal of foreign material was difficult. Since inner wall of the channel was scratched/shaved, foreign material easily remained. The device was stored with not being completely dried, which caused occurred foreign material due to moisture inside of the device. Staff of the user facility was insufficiently trained on device handling and reprocessing in accordance with the instructions for use (IFU). The IFU reprocessing manual: 1.4 precautions warns for insufficiently reprocessing as follows: "all channels of the endoscope must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." The following IFU states the following on the device being completely dried prior to storage: "improper storage practices, such as not thoroughly drying external and internal surfaces (lumens) prior to storage, will lead to an infection control risk." Olympus will continue to monitor field performance for this device.